Event description:
It was reported the patient experienced pain. There were volume discrepancies. The expected volume was 6.7ml; the actual volume was 35 ml. A dye study, rotor/roller study and x-rays were performed. The cause of the discrepancy was unknown. The device was replaced. The patient status at time of this report was alive - no injury. The pump was delivering morphine and bupi.

Manufacturer narrative:
Analysis revealed ¿over infusion-undetermined root cause¿; the pump failed infusion accuracy testing. Analysis of the catheter found an indent in the white material inside the sc cup. The entire indent was in the white material, indicating that the pump outlet was occluded. This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(4) 2014).

Manufacturer narrative:
Destructive analysis was completed and no additional anomalies were reported. It was noted that the pump logs were free from any anomalies. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of implant was indicated as approximate. Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient is still under titration with morphine with still low levels. Additional information has been requested, but it was not available as of the date of this report.